Event description:
Pt thought their diabetes was out of control because their blood glucose readings were erratic with the third vial from the box. The initial 2 vials readings were within pt's normal range of control. Pt also checked them om (?) Machine with a control solution to register between 120-140. Reading with various strips from vials 3 & 4 were erratic with reading as high as 160's.